Event description:
The customer reported that while the unit was in use on a pt, the unit stopped pumping and displayed a system error code. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative observed that the cable between the motor controller board and the compressor was not making a good connection. The company representative cleaned the cable connection. The unit was tested to factory specification. It functioned normally and was returned to the customer.